Event description:
Implant failed due to an osseointegration problem the event type has not been documented correctly in the original report. The event type has been updated. The initial report did not have the correct awareness date documented, the correct awareness date is provided in this follow-up report.

Event description:
Implant failed due to an osseointegration problem. The event type has not been documented correctly in the original report. The event type has been updated.

Event description:
Implant failed due to an osseointegration problem.